Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the manufacturer representative (mr) was unable to establish a network connection between the imaging device and the navigation device. The navigation interface unit (niu) and the rack were rebooted multiple times with no resolution. The mr was unable to verify the system and confirmed that all networking information was correct. The mr was able to use the same imaging device and network cable with other systems and they worked fine. There was no patient present when this issue was identified.